Event description:
Severe menstrual cramping, it happens 1-2 days every month. Was starting to have cramps, I just dropped off my daughter at school and needed to take my son to school although the pain was getting worse I heated up the heating pad and figured I could get him to school and get back home before pain got to the point that I couldn't function. Soon I started feeling weird so I turned around told him I wasn't going to be able to make it to his school. I knew I needed to pull over fast, as I was turning to get off main road I fainted for a brief second and my son grabbed the wheel and steered the car to the parking lot. Went to emergency room (ER). After many tests had been run their conclusion was that the essure on the left side is no longer there and is in my uterus and my fainting was my body's way of reacting to the pain it was in. After essure periods got worse, bloating, fatigue. I dismissed it as I have always had unpleasant periods, over the years the pain has gotten worse and become unbearable to the point that I knew it wasn't normal even for me. For those 1-2 days a month at its worse I can't get out of bed. Standing or walking around is not even an option because the pain is so intense I can't get up even if I wanted to.